Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported approximately 8 years post the index procedure follow up identified a type ia with migration was observed. The patient was brought to or to have extension cuff and snorkel stent in lower left renal. As per the physician the cause of the event was due to the patients anatomy as a result of a large neck, as the neck had dilated over time. No additional clinical sequalae was provided and the patient is fine.